Event description:
Allegedly pt has chronic pain, swelling, and synovitis in left thumb several months after the surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although attempts have been made, the product will not be returned for eval. The event codes are addressed in the package insert. This report will be updated when the investigation is complete.